Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during obtryx ii placement procedure on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient presented with a vaginal mesh exposure away from the area of the suture line. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received by bsc on june 16, 2017. On (B)(6) 2016, the mesh was trimmed and the event has not yet resolved. Additional information received by bsc on september 7, 2017. The event of mesh exposure resolved on (B)(6) 2015, the day the mesh was trimmed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during obtryx ii placement procedure on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient presented with a vaginal mesh exposure away from the area of the suture line. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during obtryx ii placement procedure on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient presented with a vaginal mesh exposure away from the area of the suture line. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received by bsc on (B)(6) 2017. On (B)(6) 2016, the mesh was trimmed and the event has not yet resolved.